Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Living with diabetes. Chapter 13 / page 176. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported that the patient's blood glucose (bg) reached 1000 mg/dl. The patient was found on the floor by the spouse, who removed the pod and replaced it. The paramedics were called, who transported the patient to the hospital. The patient was kept for 5 to 6 hours and then transported to a second hospital, where he was admitted into the intensive care unit (ICU). The patient was put on a insulin drip and intravenous (IV) saline, as treatment. It was discovered that the patient had a complication of the heart and a pace maker was attached to the heart. The patient had their long acting insulin changed from 15 in the morning and evening to humalog 10, via manual injection. It was not confirmed if the patient's ketones were checked.